Event description:
It was reported to philips that the system's footswitch had a sporadic problem, which can impact imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the reported issue was intermittent, and the planned procedure was successfully completed using the same wired foot pedal. The philips field service engineer (fse) inspected the system onsite and was unable to reproduce the reported malfunction. However, in consideration of the customer feedback and the intermittent nature of the issue, the fse replaced the wired foot pedal to resolve the issue. The defective wired foot pedal was returned for analysis and result indicated that visual inspection identified a loose bracket along with a broken component. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.